Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that since this morning, the patient had been experiencing random zaps in their left leg down to ankle, stating they were in a lot of pain. The patient noted that they'd called their old manufacturer representative (rep) before calling patient services however the rep was assisting another patient and had suggested that the patient turn their stimulation off. The circumstances that led to the reported issue were unknown. Patient services reviewed witht the patient the recommendation to turn the stimulation down or off. The patient first replaced the batteries in their programmer and then with instructions, they were able to connect and successfully turn their stimulation off. The troubleshooting steps that were taken on the call resolved the issue. The patient noted that since turning off, they were not feeling the zapping, however they stated there was some residual from the previous zaps. Patient services reviewed options to keep the stimulation off, however if the patient wanted to turn therapy back on, they suggested the patient turn the therapy down first, which patient did during the call. The patient said they would keep stimulation off for at least one day and then may consider turning it on at a lower setting. The patient was going to monitor and track whether or not the zapping started happening again and if so, they were going to make arrangements so have their internal dev ice checked. The patient was redirected to their health care professional (hcp).